Event description:
Performing a manual differential result in the sunquest flexilab laboratory. Info system alters the record for the identity of the person who obtained the blood specimen. The record falsely identifies the collecting tech as the one who has resulted the test. This was reported to the co.